Manufacturer narrative:
A complaint search and a review of the manufacturing records could not be carried out due to the product codes and lot numbers not being provided. Advice was sought from (B)(6) md, director of medical toxicology from (B)(6) who stated that agents categorised as endocrine disruptors are most likely to cause hypospadias. He goes on to state that to his knowledge, cobalt / chromium ions are not endocrine disruptors and thus it is unlikely that these were a factor in the development of hypospadium in a baby born to a mother with elevated ion levels. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Initial report to (B)(4) of a prospectively ascertained case. The (B)(6) mother called us in gestational week 34+4 days of her first pregnancy seeking advice, because she had a unilateral metal~on-metal hip arthroplasty (prosthesis type depuy asr) since 2005. The manufacturer had started a product recall in 2010. In (B)(6) 2011 (- 2 months prior to this pregnancy) she had elevated chromium (47 ijg/1. Norm <1) and cobalt (103 I-ig/I: norm <4) blood levels. She did not have any symptoms. Chromium and cobalt levels were not measured during pregnancy. After 41 weeks + 5 days a c~section was performed because of obstructive labor and fetal heart rate deceleration. A male infant with (B)(6) was delivered. He had a hypospadias. Surgery was planned at 2 years of age. Infant's chromium and cobalt levels in blood were increased at 3 weeks of age: chromium 14 ijg/l (norm <7) and cobalt 20 1j9/1 (norm <7). Experience with high maternal chromium and cobalt levels (after hip replacement therapy) in pregnancy is very limited. Both ions cross the placenta,causality to the increased chromium and cobalt blood levels of the infant is likely, as the exposure lasted the entire pregnancy causality to hypospadias is possible.